Event description:
According to the initial information received, a 30mm numed sizing balloon was advanced over the wire across the asd and inflated maximally. Of note, during maximal balloon inflation the balloon appeared to milk across the asd with a residual shunt as seen by transesophageal echocardiography (tee). The 30mm sizing balloon and 0.035 rosen wire were exchanged for a 0.035 super stiff amplatz wire and a 40mm sizing balloon was advanced over the wire across the defect. This resulted in a waist seen at the balloon at its stop flow point of approximately 35mm in diameter. This was in contrast to the unstretched diameter of the asd, which was 20mm by tee. The sizing balloon and short venous sheath were exchanged for a 10f sl2 long sheath, which was advanced over the wire and positioned in the left atrium. The sheath was de-aired and a 32mm amplatzer septal occluder (aso) was advanced through the sheath. Attempts to deploy the aso across the asd resulted in unfavorable device orientation by fluoroscopy and tee. The device was attempted to be withdrawn into the sl2 sheath. Unfortunately, the device could not be withdrawn in its entirety and the sheath buckled with further attempts. A bail out exchange system for an amplatzer system was employed with a guidewire extension and the 10f sl2 sheath was exchanged for a 12f bail-out amplatzer introducer sheath which was used to successfully withdraw the device into the sheath and out the body. The 12f sheath was then advanced into the left atrium and used to attempt to deploy the same 32mm aso again cross the large secundum asd. Unfortunately, attempts to deploy the 32mm aso using this new delivery sheath were also unsuccessful due to patient anatomy and the sheath and all catheters were ultimately withdrawn from the body as was the device. Followup tee after all catheters and sheaths were removed demonstrated stable heart function with no increase in any av valve or semilunar valve insufficiency and sheaths were removed with hemostasis achieved via direct pressure. The patient will be referred for surgical repair of her asd.

Manufacturer narrative:
The aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test delivery system, the device was loaded, handed-off to the sheath, advanced, deployed, and recaptured without issue. The device was returned within specifications. Images were received by aga medical and referred to our consultant to review. When analysis is complete, a supplemental report will be submitted.

Manufacturer narrative:
Review of the medical records and images by agas medical consultant resulted in the following findings: the patient was a (B)(6) with a large atrial septal defect (asd). She underwent an attempt to close the defect with an amplatzer septal occluder (aso). The implanter had issues with device retrieval after the first unsuccessful delivery and had to use a 12f bail-out delivery system to remove the device. Subsequent attempts in re-deploying the device remained unsuccessful and the procedure was aborted. The patient is scheduled for surgical closure of the defect. One cd with two echos (tee and a tte) and fluoroscopic images of balloon-sizing was provided. The tte showed a large asd with evidence of significant, right ventricular volume over-load. The fluoroscopic images were of balloon-sizing and measurement of the balloon. The tee was of good quality but incomplete. There were no short-axis views performed. The static diameter of the defect was about 22x25mm. The aortic rim adequacy could not be assessed but by reviewing the tte, it appeared to be of decent size. The rim toward the pulmonary vein was present and adequate but the tip was thin. The defect measurement in that view including the thin rim was about 27-28mm. The posterior rim was adequate, albeit thin. The av valve rim was adequate but of thin consistency. The svc rim was good size but the ivc rim was deficient, thin and without any support to hold the device. In four-chamber view, there was suggestion that part of the septum had additional small defects, however, these were very close to the defect and hence unimportant. During balloon sizing, it is possible that it was the tiny defects that gave the impression of a residual defect although it was inconclusive. Several images of balloon sizing with the 30mm numed and 40mm numed balloons were obtained. The remaining pictures were of an aso that had been deployed but not in an optimal location. After struggling to deploy the device optimally and not being able to do so, the procedure was aborted. According to agas medical consultant, the following conclusions were drawn: the patient's defect was large and complicated but suitable for closure with an aso device. Anatomically, this was a difficult case due to a deficient ivc rim which increases the risk of embolization. The significant difficulty in correctly positioning the device was due to ivc rim deficiency. However, based on an incomplete echo evaluation, the patient's short-axis aortic rim was never interrogated. Based on the fact the device met specifications during analysis and prior to implant and the above findings, the cause of the sizing/retraction issue was inconclusive.